Event description:
Customer reported receiving numberous no delivery alarms and stated that the issue had been resolved with a complete set change. She also reported an incident where the plunger could not be removed from the bottom of the reservoir. She was unable to troubleshoot as it was a past issue. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.